Manufacturer narrative:
Conclusion statement: the reported high impedance was confirmed. As received the electrical testing failed the resistance test and would reflect the cause as reported. The cause of the high impedance is unknown.

Event description:
It was reported the patient experienced ineffective therapy. High impedances were measured. As a result, surgical intervention occurred wherein the lead was explanted and replaced, addressing the issue.

Manufacturer narrative:
Date of event is estimated.